Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer stated that the insulin pump had squirted out 20.0 units of insulin on its own the other day, and it also did the same after the manual prime the day before. The customer's blood glucose reading was 404mg/dl, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device also had missing segments during testing due to an open liquid crystal display zebra connector.